Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, instrument log review, labeling review, and field data review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. Abbott link world wide data was used to evaluate historical product field performance. Patient data was analyzed and compared to an established control limit. The evaluation indicated that the patient median result for the complaint lot was within the established control limits and performance was comparable to other lots in the field between february 11, 2018 and august 11, 2018. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found. This report is being filed on an international product, list number 8k25-25 that has a similar product distributed in the us, list number 8k25-27.

Event description:
The customer observed falsely elevated intact parathyroid hormone (pth) while using architect intact pth reagents. The following data was provided. (B)(6) ((B)(6)) initial 73.0 pg/ml. Other methods were lower including roche cobas, 27.51 pg/ml (range 15 to 65 pg/ml) and snibe maglumi, 32.8 pg/ml (range not provided). No impact to patient management was reported.